Event description:
It was later reported that the surgery was successful. No devices would be returned. The therapy was on-going. The device system was used to deliver dilaudid and compounded baclofen.

Event description:
It was reported that the actual residual volume (9.7) was greater than expected residual volume (5.9). The patient did not express any symptoms other than that his ptm (personal therapy manager) "bolus is not giving enough punch." It was later reported that a catheter replacement surgery was being done on the report date. The entire catheter was to be replaced. A dye study was performed and they were unable to aspirate.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n310345, implanted: (B)(6) 2012, product type accessory; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8590-1, lot # n310345, implanted: (B)(6) 2012, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).